Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had emitted multiple call service sleep alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box showed no evidence of call service 052 or 054 alarms. There was a call service 088 alarm on (B)(6) 2014. The pump had a call service 088 alarm during the 24 hour duration test. The pump¿s cover was removed, and inspection found that the slave processor signal was missing due to an unidentified printed circuit board failure. Unrelated to the call service alarm, the battery compartment was cracked at threads down to the case seal. The display screen was found to be dm and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.